Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that the device met specifications prior to leaving sjm manufacturing facilities. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
After coronary artery angiography and after a pre-deployment angiogram was performed on (B)(6) 2015, a 6f angio-seal evolution device was deployed without any issue for vascular closure of a right common femoral artery puncture. The patient then presented back on (B)(6) 2015 with pain in the right leg. An angiogram showed a total occlusion of the right common iliac artery. The patient had a thromboembolic clot and was developing a left groin hematoma. Percutaneous intervention to resolve the occlusion was unsuccessful and the patient required surgery. The patient underwent surgical thrombectomy in the right common femoral artery on (B)(6) 2015. Operative findings revealed a local dissection just proximal to the profunda femoris artery. Pedal pulses were stable following surgery. The patient was discharged after recovery from surgery.